Manufacturer narrative:
New information from (B)(6) 2015 stated that the device was explanted but was not retained by the hospital.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected drop in battery voltage/longevity was observed. The device was explanted and replaced. The patient's condition is fine after the event.